Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the x-ray results were normal. The patient will be followed routinely at this time. This pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) for a low out of range pacing impedance of less than 200 ohms in the right ventricle (rv). When the device data was reviewed, it was noted the daily measurement was missing. Technical services discussed possible causes for the missing data and provided troubleshooting options. Additional information was received that a x-ray and device check will be performed in the near future for further evaluation. At this time, this pacemaker remains in service and there were no adverse patient effects reported.